Event description:
Customer alleged when customer leans on the back of chair the back pops off. No injury alleged.

Event description:
Customer alleged when customer leans on the back of chair the back pops off. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9670c, serial number/date code is unknown. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that when the patient leans on the back of the chair the back pops off. The back can be reattached.

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued mfg. Report #1525712-2012-00529. The original report listed invacare (B)(4), as the manufacturer. The manufacturer is unknown as there is no lot # / serial number. No RMA has been initiated for this issue. Model 9670c, serial number/date code is unknown. The owner's manual part number 1148079 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that when the patient leans on the back of the chair the back pops off. The back can be reattached.